Event description:
Reportable based on device analysis completed on 24jan2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 3.00 x 48mm synergy xd drug eluting stent was directly advanced for treatment, however, it failed to cross the lesion. The procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in good condition. However, returned device analysis revealed stent damage.

Manufacturer narrative:
The synergy xd mr ous 3.00 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal and middle sections of the stent were lifted from their crimped position. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.